Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt experienced numbness in his leg and foot for about an hour after the trial procedure. The numbness went away after an hour. The pt also note heavy procedural pain from the trial lead implant. The pain improved during the trial procedure. The lead was removed at the end of the trial as scheduled. No further info is available at this time.